Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer's representative. It was reported that the patient was scheduled for a catheter revision and it was found that the catheter was cut. It was noted that the patient was flipping his pump at home and it was suspected that this was the cause of the catheter issue. It was reported that no patient injury occurred, and the patient recovered without sequela.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the pump identified no anomalies.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a patient receiving 2,000 mcg/ml baclofen at 205 mcg/day via a pump implanted for intractable spasticity. It was reported that on (B)(6) 2016 there was a pump refill and the health care professional noticed an issue with accessing the reservoir fill port. It was discovered that the patient was flipping the pump under the skin "for fun." The health care professional flipped the pump back and then they were able to do the refill. The patient did not have any loss of therapy. The patient was doing ok and was also doing ok with physical therapy. A revision was performed. During the revision, it was discovered that the pump was not flipped again but the catheter was severed. The distal portion of the catheter was cinched off, and the pump and proximal portion of the catheter were explanted. The patient was put on oral baclofen. The patient had been on a very low dose of intrathecal baclofen, so the health care professional was not concerned about withdrawal. There was discussion of possible re-implant of the pump and catheter in the future.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative (rep). The initial reporter was the explanting physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.